Manufacturer narrative:
Though the nurse supervisor was not alleging a malfunction of the device, it was confirmed via logs and communications with the nurse supervisor, that the alarm was silenced. User alarm handling is considered a factor in the event. The solution center clinical specialist (sccs) provided assistance to the customer via telephone and found that a desat alarm occurred at 00:03:31 on (B)(6) 2018 for nicu 27 which was silenced at 00:03:34 at the overview station. The sccs emailed the screenshot to the nurse supervisor. Per communications with the nurse supervisor, the screenshot provided by the sccs answered their questions and they understand that a user silenced the alarm. The customer needs no further information/assistance. No device malfunction occurred.

Event description:
The customer called with audit log questions regarding a desat event on (B)(6) 2018 at 00:03:31 for nicu 27. The device was in use monitoring the patient. The infant patient was provided an increased level of oxygen and had the CPAP prongs replaced.